Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced sepsis and subsequently passed away. On an unreported date, the pt was hospitalized for sepsis. Treatment and outcome for the sepsis event was not reported. The cause of the sepsis event was not reported. On an unreported date, the pt passed away. The cause of death was reported to be unknown. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The patient died on an unreported date in 2014. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.